Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.